Event description:
Reportable based on analysis completed on 20-nov-2018. It was reported that the balloon failed to inflate. Vascular access was obtained via the femoral artery. The concentric target lesion contained a bend >=90 degrees and was located in the mildly calcified distal right coronary artery. A 2.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon failed to inflated. The procedure was completed using another balloon with buddy wire support. No patient complications were reported and the patient was doing well. However, returned device analysis revealed shaft detachment. Device evaluated by manufacturer: the returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 19.2cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by attaching inflation device filled water to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. The device was inflated to the rated burst pressure and the catheter maintained constant pressure. There was no indication of any leaks or other irregularities in the balloon. Inspection of the remainder of the device presented no other damage or irregularities.